Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted to the hospital¿s department of neurology. A closed-system intravenous cannula was used; approximately 24 hours after insertion, a pus-filled lesion appeared at the insertion site. This is suspected to be caused by a product issue.